Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received a pump exchange due to suspected device thrombosis and hemolysis. It was reported that the patient did not have a sub therapeutic inr, did not have an infection and had no known etiology of thrombus. A ramp study was performed and the aortic value was opening every beat at 11,200 rpm.